Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lowe abdomen pain, mild-seveer depending on where I was in mu cycle or if had intercourse') in a 36-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder and acid reflux (oesophageal). Concurrent conditions included obesity. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from january 2017 to december 2017, calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (safyral) from january 2013 to december 2013, diclofenac potassium from january 2013 to december 2013, escitalopram oxalate (lexapro) from january 2018 to december 2018, ibuprofen since january 2013, lamotrigine from january 2013 to december 2017, lithium from january 2017 to december 2018, lorazepam since january 2013, omeprazole since january 2013, oxcarbazepine from january 2017 to december 2017 and zolpidem tartrate (ambien) since january 2018. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / spotting between cycles / giant blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)/ horrible cramping"), vaginal discharge ("vaginal discharge after intercourse"), metrorrhagia ("spotting between cycles") and vulvovaginal pain ("vaginal pain, severe like a knife was being shoved inside"). In november 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and anxiety ("psychological or psychiatric problems condition: anxiety"). In january 2014, the patient experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In september 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with intercourse"). In december 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In september 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). On an unknown date, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced formication ("crawling feeling on my legs/ I would feel like I had bugs crawling on my legs"), diarrhoea ("diarrhea"), menstrual disorder ("giant blood clots") and coital bleeding ("bleeeding with intercourse"). The patient was treated with meloxicam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood swings, vaginal haemorrhage, anxiety, fibromyalgia, eczema, migraine, amnesia, vaginal discharge, fatigue, abdominal distension, diarrhoea, metrorrhagia and vulvovaginal pain outcome was unknown and the menorrhagia, formication, dysmenorrhoea, dyspareunia, menstrual disorder and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, coital bleeding, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, fibromyalgia, formication, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are essure coils imbedded through the entire length of fallopian tube stalks') and abdominal pain lower ('pain/ lowe abdomen pain, mild-sever depending on where I was in mu cycle or if had intercourse') in a 36-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, acid reflux (oesophageal), headache, back pain, burning micturition, multiparous, pregnancy, dysuria, leukorrhea, pelvic pain, hemorrhoids, genital labial cyst, bartholin's cyst, bipolar disorder, chickenpox, depression, esophageal reflux, uterine leiomyoma, urinary tract infection, appendectomy, cholecystectomy, uterine dilation and curettage and tonsillectomy. Previously administered products included for an unreported indication: ativan, omeprazole, vicodin, safyral and phenergan. Concurrent conditions included obesity, uterine bleeding, constipation, post coital bleeding, dysfunctional uterine bleeding, pap smear and nabothian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2017, calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (safyral) (B)(6) 2013, diclofenac potassium (B)(6) 2013, escitalopram oxalate (lexapro) from (B)(6) 2018, hydrocortisone acetate;pramocaine hydrochloride (epifoam), ibuprofen since (B)(6) 2013, lamotrigine from (B)(6) 2013 to (B)(6) 2017, lithium from (B)(6) 2017 to (B)(6) 2018, lorazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, oxcarbazepine (B)(6) 2017 and zolpidem tartrate (ambien) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / spotting between cycles / giant blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)/ horrible cramping"), vaginal discharge ("vaginal discharge after intercourse"), metrorrhagia ("spotting between cycles") and vulvovaginal pain ("vaginal pain, severe like a knife was being shoved inside"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with intercourse"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). On an unknown date, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), formication ("crawling feeling on my legs/ I would feel like I had bugs crawling on my legs"), diarrhoea ("diarrhea"), menstrual disorder ("giant blood clots") and coital bleeding ("bleeding with intercourse"). The patient was treated with meloxicam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abdominal pain lower, mood swings, vaginal haemorrhage, anxiety, fibromyalgia, eczema, migraine, amnesia, vaginal discharge, fatigue, abdominal distension, diarrhoea, metrorrhagia and vulvovaginal pain outcome was unknown and the menorrhagia, formication, dysmenorrhoea, dyspareunia, menstrual disorder and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, coital bleeding, diarrhoea, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, fibromyalgia, formication, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 225 lbs. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : anxiety, migraines, dyspareunia, diarrhea, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: mr received. New event embedded device was added. Lab data, concomitant conditions, concomitant drugs, historical drugs, reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are essure coils imbedded through the entire length of fallopian tube stalks') and abdominal pain lower ('pain/ lower abdomen pain, mild-severe depending on where I was in mu cycle or if had intercourse') in a 36-year-old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, acid reflux (oesophageal), headache, back pain, burning micturition, multiparous, pregnancy, dysuria, leukorrhea, pelvic pain, hemorrhoids, genital labial cyst, bartholin's cyst, bipolar disorder, chickenpox, depression, esophageal reflux, uterine leiomyoma, urinary tract infection, appendectomy, cholecystectomy, uterine dilation and curettage and tonsillectomy. Previously administered products included for an unreported indication: ativan, omeprazole, vicodin, safyral and phenergan. Concurrent conditions included obesity, uterine bleeding, constipation, post coital bleeding, dysfunctional uterine bleeding, pap smear abnormal and nabothian cyst. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) 2017 to (B)(6) 2017, calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (safyral) from (B)(6) 2013 to (B)(6) 2013, diclofenac potassium from (B)(6) 2013 to (B)(6) 2013, escitalopram oxalate (lexapro) from (B)(6) 2018 to (B)(6) 2018, hydrocortisone acetate;pramocaine hydrochloride (epifoam), ibuprofen since (B)(6) 2013, lamotrigine from (B)(6) 2013 to (B)(6) 2017, lithium from (B)(6) 2017 to (B)(6) 2018, lorazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, oxcarbazepine from (B)(6) 2017 to (B)(6) 2017 and zolpidem tartrate (ambien) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ horrible cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / spotting between cycles / giant blood clots"), metrorrhagia ("spotting between cycles"), vaginal discharge ("vaginal discharge after intercourse") and vulvovaginal pain ("vaginal pain, severe like a knife was being shoved inside"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with intercourse"). In december 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). On an unknown date, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("giant blood clots"), formication ("crawling feeling on my legs/ I would feel like I had bugs crawling on my legs"), diarrhoea ("diarrhea") and coital bleeding ("bleeeding with intercourse"). The patient was treated with meloxicam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal discharge, abdominal distension, mood swings, anxiety, fibromyalgia, eczema, migraine, amnesia, fatigue and diarrhoea outcome was unknown and the abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, metrorrhagia, menstrual disorder, vulvovaginal pain, formication and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, coital bleeding, diarrhoea, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, fibromyalgia, formication, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 225 lbs. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : anxiety, migraines, dyspareunia, diarrhea, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 5 and 6 are processed together. Outcome of events, "vaginal pain, spotting between cycles, abnormal bleeding (vaginal), pain/ lowe abdomen pain" were changed to "recovered/resolved". On (B)(6) 2019: fu 5 and 6 are processed together. No new clinical information was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/ lowe abdomen pain, mild-severe depending on where I was in mu cycle or if had intercourse') in a (B)(6) year old female patient who had essure (batch no. 880422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder and acid reflux (oesophageal). Concurrent conditions included obesity. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) from (B)(6) 2017 to (B)(6) 2017, calcium levomefolate; drospirenone; ethinylestradiol betadex clathrate (safyral) from (B)(6) 2013 to (B)(6) 2013, diclofenac potassium from (B)(6) 2013 to (B)(6) 2013, escitalopram oxalate (lexapro) from (B)(6) 2018 to (B)(6) 2018, ibuprofen since (B)(6) 2013, lamotrigine from (B)(6) 2013 to (B)(6) 2017, lithium from (B)(6) 2017 to (B)(6) 2018, lorazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, oxcarbazepine from (B)(6) 2017 to (B)(6) 2017 and zolpidem tartrate (ambien) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / spotting between cycles / giant blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)/ horrible cramping"), vaginal discharge ("vaginal discharge after intercourse"), metrorrhagia ("spotting between cycles") and vulvovaginal pain ("vaginal pain, severe like a knife was being shoved inside"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), amnesia ("neurological conditions or problems type: memory loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with intercourse"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). On an unknown date, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced formication ("crawling feeling on my legs/ I would feel like I had bugs crawling on my legs"), diarrhoea ("diarrhea"), menstrual disorder ("giant blood clots") and coital bleeding ("bleeding with intercourse"). The patient was treated with meloxicam and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood swings, vaginal haemorrhage, anxiety, fibromyalgia, eczema, migraine, amnesia, vaginal discharge, fatigue, abdominal distension, diarrhoea, metrorrhagia and vulvovaginal pain outcome was unknown and the menorrhagia, formication, dysmenorrhoea, dyspareunia, menstrual disorder and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, anxiety, coital bleeding, diarrhoea, dysmenorrhoea, dyspareunia, eczema, fatigue, fibromyalgia, formication, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received: case become incident. Lot number added. Previously reported event injury was replaced with new events: pain/ lowe abdomen pain, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, fibromyalgia, eczema, crawling feeling on my legs, migraines / headaches, memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ pain with intercourse, vaginal discharge after intercourse, fatigue, bloating, diarrhea, spotting between cycles, vaginal pain, giant blood clots, bleeding with intercourse. Medical history, concomitant drugs and lab data were added. Reporter information, patient demographics were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.